Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material could not be identified. The root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of an issue of sticking in the channel. There is no reported harm to any patient. . Upon evaluation of the returned device, it was observed that the instrument channel was clogged with foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material coming out of the channel as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the instrument channel was clogged with foreign material. This is attributed to insufficient cleaning. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. When inspecting the passage of the channel cleaning brush, from the suction cylinder (s-cylinder) through the biopsy channel, a foreign body located between the channel mount area and the instrument channel was noted. The foreign material found appeared to be a part of an endoscopy accessory covered with plastic foam. The foreign material could not be removed, even with the correct reprocessing steps being followed. The event is not attributed to insufficient cleaning. It is likely this foreign body got stuck in the channel mount unit while using suction during withdrawing in motion, although it cannot be determine exactly how this occurred. Other observations for the device are: distal end rubber coating (a-rubber) adhesive is separated; cementing of lenses is defective; one light rod lens is chipped; and angulations are out of specifications. Air leak inspection did not show any water leakages. This device was not repaired before. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The foreign material found appeared to be a part of an endoscopy accessory covered with plastic foam was caught between the channel mount unit and the instrument channel. The foreign material could not be removed, even with the correct reprocessing steps being followed. The event is not attributed to insufficient cleaning.